Event description:
The customer reported the set was broken below the drip chamber. The infusion treatment had not been started as the customer was putting the treatment on the pole. The drug came into contact with the nurse, but she was not harmed. The drug did not spill on the patient. The leak was cleaned up using a chemo spill kit. There was no sample returned, but pictures were available for review. The batch number is unknown. The inspection of the provided photographs showed a visible hole in the silicone tube (it is a part of the pump segment) next to the transparent adapter. The pvc tubes and drip chamber were found to be separated. A visible mark of the drip chamber connector (this is the point where the tubing is pushed) was also present. Without the batch number, the production documents could not be investigated and no retain samples could be tested. The cause of the leak was likely due to insufficient glue applied on the tube during the manufacturing process. A CAPA was initiated in the production facility to address this manufacturing issue.